Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3387, serial # unknown, implanted: (B)(6) 2016, product type lead; product ID neu_adaptor_acc, lot # unknown, implanted: (B)(6) 2016, product type accessory; product ID neu_adaptor_acc, lot # unknown, implanted: (B)(6) 2016, product type accessory.

Event description:
A healthcare provider (hcp) via the manufacturer representative (rep) reported the #3 electrode was used and its impedance values were measured as high and abnormal. However, as electrode #3 was unused, there no patient symptoms involved. The issue was not resolved at the time of the report and the implantable neurostimulator (ins) remains in use by the patient. There is no surgical intervention planned. The impedance values were as follows, c <(>&<)> 3 = 19637, 0 <(>&<)> 3 > 20 ,000, 1 <(>&<)> 3 > 30,000, and 2 <(>&<)> 3 = 19893. The patient's indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.